Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device labeling: precautions, failure to comply with the needle attachment instructions could result in needle disengagement and/or product leakage at the luer-lok® and needle hub connection.

Event description:
Healthcare professional (hcp) called to report that prior to the injection of juvéderm volbella® xc, hcp "was twisting the needle on and the plastic part broke and product spilled out.¿ the packaged needle was used and was tightened by hand. There was no injury to the injector, and no patient involvement.

Manufacturer narrative:
Device analysis: visual analysis of the device indicates 1 empty syringe of 1.0ml received without cap nor needle. No defect observed.

Event description:
Healthcare professional (hcp) called to report that prior to the injection of juvéderm volbella® xc, hcp "was twisting the needle on and the plastic part broke and product spilled out.¿ the packaged needle was used and was tightened by hand. There was no injury to the injector, and no patient involvement.